Event description:
Berlin heart was informed by the site on (B)(6) 2024 that a patient being supported with the excor pediatric vad system had developed hemolysis. The patient's ldh value increased to 1092, with an increased total bilirubin of 2.4md/dl. The upper limit of normal for ldh at this hospital is 409. The site is continuing to monitor hemolysis values. The pump functioned as intended with complete fill and ejection and remained on the patient.

Manufacturer narrative:
The excor blood pump, s/n: (B)(6) was on the patient since on (B)(6) 2024 and remained on the patient. We have reviewed the production records of the excor blood pump, s/n: (B)(6), this pump was produced according to our specification.